Event description:
It was reported that insulin gauge displayed an amount different than expected and that pump showed a static fill estimate of 5 units despite insulin being delivered. There was no reported impact to the customer¿s blood glucose level. Customer was educated that this issue could occur when pressure measurements used to calculate remaining insulin varied widely and was advised that once actual insulin remaining matched the displayed value, the estimate would begin to count down normally; customer also reported adding 60 units of new insulin to a cartridge with 10 units remaining and was instructed not to reuse supplies and to change supplies as soon as possible, which customer understood and acknowledged.